Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The pump primed and seated properly when the test reservoir was detected. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. Successfully downloaded history files using thus software. No unexpected occlusions or delivery anomaly, bolus anomaly or basal anomaly noted on download history file. The j1 connector on pcba 1 was locked properly during visual inspection. No unexpected occlusions or delivery anomaly, bolus anomaly or basal anomaly noted on download history file. The following were noted during visual inspection, fading serial number label, cracked battery tube threads and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for no delivery alarms anomalies. No unexpected keypad unresponsive noted. Unit passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced buttons that were harder to push, an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) unomedical, mmt-1880, unk_reservoir. Troubleshooting was initiated for the insulin flow blocked alarm, and it was identified that the issue was a past event. No harm requiring medical intervention was reported. No product return is required for unomedical, mmt-1880, unk_reservoir.